Event description:
There was an allegation of questionable calcium gen.2 results for 2 patient samples on a cobas 8000 c702 module. Sample 1: the initial result was 3.44 mg/dl. The repeated result was 8.76 mg/dl. Sample 2: the initial result was 2.70 mg/dl. The repeated result was 8.14 mg/dl. The repeated results were obtained on another module.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The calibration and qc were not acceptable. The field service representative found flooding in the cuvettes, and that checks had not been correctly performed. He performed a mechanism check and found a tube on the washing station did not suck, and he found an insect inside the needle. He performed cleanings, and checks, and tests with acceptable results. The investigation determined the service actions resolved the issue.